Event description:
It was reported that during a ptca procedure, the physician experienced removal difficulties. Upon removal it was noted that the tip of the balloon catheter was missing and was later located in a compress. No patient injuries or complications occurred.